Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was unable to be confirmed due to unavailability of medical records/relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 2 years post tavr, the patient presented with moderate to severe paravalvular leak (pvl). The surgical team performed a post-dilation with a 29mm delivery system plus 5 atm's. There was some improvement, however, there was some central leak, and a decision was made to place a new 29mm sapien 3 ultra resilia. Central leak was resolved and the pvl improved to moderate pvl.' In this case, central regurgitation was observed after post-dilation (plus 5 atm) was performed to address paravalvular leak. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Implant date is unknown.

Event description:
As reported by a field clinical specialist (fcs), approximately 2 years post tavr, the patient presented with moderate to severe paravalvular leak (pvl). The surgical team performed a post-dilation with a 29mm delivery system plus 5 atm's. There was some improvement, however, there was some central leak, and a decision was made to place a new 29mm sapien 3 ultra resilia. Central leak was resolved and the pvl improved to moderate pvl.

Manufacturer narrative:
A supplemental MDR is being submitted due to device serial number and implant date received. Sections g6, h2, d: sn, implant date, expiration date, UDI number, h4 manufacture date.